Event description:
Customer reported issues with the insulin pump. Customer states that the buttons and the keys of the insulin pump are hard to push. The blood glucose reading is 122 mg/dl. Nothing further reported.